Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter casing issue was not resolved with troubleshooting.

Manufacturer narrative:
This correction is being sent to add additional information that was missing from a previous supplemental report. Follow-up # 2 (6/27/2013)-device evaluation: the patient¿s product has been returned and evaluated by lifescan product analysis on 6/3/2013 with the following findings: the meter involved with this complaint failed testing. The casing for this meter was cracked and there was damage to the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.